Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 21.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. The lens was later explanted on (B)(6) 2017 due to post-operative complaints of severe glare during the night and day, which required the patient to keep the shutters closed during the day. The patient also complained of having difficulty driving at night. The replacement lens was a sulcus monofocal 3-piece lens. Pre-operatively, the patient had a fairly significant posterior capsular opacity and the patient's best corrected vision was 20/25 with a glare test score of 20/100. The patient has tried glasses with anti-reflective coating, a laser capsulotomy, and treatment of dry eyes. At explant/exchange an anterior vitrectomy was performed and a suture was required. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2018. Device returned to manufacturer? Yes. The product was received in a little jar with fluid. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.